Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported unit making strange noises and experiencing problems with the performance of the machine during a procedure. The case was completed by performing a unplanned vitrectomy. Additional info has been requested.